Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 1000 mcg at a dose rate of 100 mcg via an implantable pump. The patient's medical history included chronic pain and spasticity. It was reported that the catheter was broken due to sutures tearing loose on inside, which was established pre-operation. No patient symptoms were reported. A provided image showed a complete catheter break near the catheter connector and twisted portion of catheter. It was planned to only replace the pump segment of catheter. However, when the replacement catheter was connected to old piece of catheter and pushing contrast was attempted, a leak occurred just past the pump connection on the new piece of catheter added. It was then decided to replace entire catheter with a new catheter. The issue was resolved. The patient was without injury regarding their status as of (B)(6) 2026. The patient was without injury regarding their status as of (B)(6) 2026. The catheter was to be returned to the manufacturer. Additional information was received from a foreign healthcare provider via a company representative on 2026-may20. The implant date of the pump associated with the sutures having been torn loose was not available. The cause of the twisted catheter was due to the pump having flipped in the pocket many times. There were no known factors that may have led or contributed to the sutures having torn or pump flipping in the pocket. The pump would not be returned to the manufacturer as it remains implanted and in-service. The implanted system regarding the pump and new catheter were now in 100% working order. The broken catheter associated with the event was being returned to the manufacturer.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot# 0228378578, implanted: (B)(6) 2024, explanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-jan-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.